Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed the right ventricular (rv) lead had over-sensed noise resulting in pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.